Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, 17 months post transfemoral tavr procedure and deployment of a 29mm sapien 3 valve, the valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Correction: h10: additional information obtained by the hospital medical records clarified the patient was admitted for explant of infected tavr valve and pacemaker. A few days prior, the patient fell in the shower and was admitted. In addition to the infection, the patient¿s renal function had declined and required initiation of dialysis (hd). The patient was confirmed to have had mssa and staph epi endocarditis. Savr was performed as well as removal of pacemaker and ligation of laa, with closure of pfo. As such, this MDR was reported in error and a corrected supplemental report is being submitted.